Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was patient reported they still have the urgency and it has been driving them crazy. Patient has tried increasing the intensity but that has not resolved the issue. Patient did not know the cause of the problem, stating they had a fall on friday or thursday of last week but do not think it is related because they were having issues prior to that. Reviewed option to try a different program. Patient will do so and will monitor symptoms. Redirect to doctor if issue persists. Additional information was received from the patient. They reported that patient said they feel like their urgency is like crazy now and they have been changing the settings and nothing seems to be helping. Patient said the urgency started at least a week and a half ago. Patient has already tried increasing the stimulation and changing programs. Patient mentioned they are wearing bladder pads. R eviewed therapy adjustment options as well as time between adjustments. Patient will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists. Additional information was received from the patient. The patient reported they are getting up every couple hours at night which should not be happening. Patient stated the ins therapy helped them a lot so they cannot complain about it. Patient denied any falls or medication changes that could have caused the issue. Patient indicated they have already increased amplitude and tried a few different programs. Recommended patient follow up with managing healthcare provider(hcp) and patient indicated they intend to keep trying different programs. Additional information was received from the patient. They reported that the patient called back and stated they saw hcp this morning and hcp told them to call mdt for further assistance with adjustment. Agent reviewed patient services can't connect to ins remotely, offered to walk patient through increasing stimulation, patient stated they have made adjustments previously. Patient also mentioned hcp prescribed antibiotics and they think medication change may be related to urgency symptoms.